Event description:
Raynor intraocular lenses limited received notification from the (B)(6) distributor of an event that occurred during use of a superflex aspheric 920h intraocular lens (iol). The report received by raynor indicates that the lens was torn and is described as being "in several fragments."

Manufacturer narrative:
(B)(4). Our device analysis confirmed the incident as reported and concluded that a trapped haptic was the cause of this complaint; however, was unable to ascertain the root cause of the event. A copy of our returned product inspection report is enclosed. Our review of production records for the superflex aspheric 920h iol batch 082e39418 showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the superflex aspheric 920h iol (08/2012) was conducted in order to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the superflex aspheric 920h iol batch 082e39418. Despite various attempts made by rayner personnel to obtain further information on the reported occurrence of the lens tearing, no additional information has been forthcoming from the reporter. Without clear event details being provided a failure mode and root cause are extremely difficult to ascertain.